Event description:
During the index procedure two endeavor sprint drug-eluting stents were implanted in the rca. A myocardial infarction was reported to have occurred on the same day as the index procedure. Patient was discharged 3 days later.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi). (B)(4).